Event description:
It was reported that there was an alert for an out of range pacing impedance measurement on the right atrial (ra) lead. The measurement was greater than 3000 ohms. There were also a few atrial tachy response events stored, in the past couple days, due to noise oversensing. The health care professional plans to bring patient in for further testing of the ra lead. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.